Manufacturer narrative:
Evaluation summary: the reported condition of occlusion pressure is out of tolerance was confirmed. The reported condition was due to a faulty pump head module. The pump head module was replaced to correct the reported condition. (B) (4)

Event description:
Allergic reaction to synvisc [hypersensitivity]. Could not even bend her leg [joint range of motion decreased]. Left knee was swollen and puffed [joint swelling]. Left knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initial (B)(6), whose relevant medical history included: osteoarthritis of the knee and previous treatment with a viscosupplement (not thought to be synvisc). The pt received her first injection of synvisc into the left knee on (B)(6) 2010. On the same afternoon of the synvisc injection, the pt experienced pain and swelling which intensified over the next few days. On (B)(6) 2010, the pt could not even bend her leg and her knee was swollen and "puffed." The pt took tramadol which provided no relief - then took lortab which provided moderate relief. On (B)(6) 2010, the pt saw her physician who told her that she had an "allergic reaction" to the synvisc and provided her with a medrol dose-pak as treatment. As of (B)(6) 2010, the pt's left knee pain and swelling persisted, although she did get some relief from the medrol dose-pak. No further info was provided. As of the date of receipt of this report, the pt outcome was not yet recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
On december 21, 2009, the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague cxe volumetric infusion pump in which the occlusion pressure is out of tolerance. The reported condition occurred during patient therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. Additional information received on december 23, 2009 from the customer: a downstream occlusion kept interrupting the patient infusion that was in progress with beeps. The pump was swapped out for another and the infusion continued. The software version for the device is currently not known.

Event description:
It was reported that the surgeon converted the patient from a gastric band to gastric bypass. Upon removal of the band, the strain relief was mobile along the band tubing. There was no reported patient consequence.

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
Additional information: the root cause is being investigated through CAPA number mdq-CAPA-(B) (4)associated with this report. (B) (4)

Event description:
Reporter alleged back-to-back blood glucose results of 589mg/dl, 243 mg/dl, 354 mg/dl, and 317 mg/dl on the compact system. Reporter stated customer had no symptoms. Customer took normal amount of insulin - did not base treatment on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.